Manufacturer narrative:
Device available for evaluation: product ID: 3889-28, serial#: unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient experienced pain and required magnetic resonance imaging (MRI) leading to removal. However, at the time of removal, the lead was cut in the middle, and the procedure was completed with a part of the lead (electrode part) remaining in the body.